Manufacturer narrative:
The reported complaint was confirmed. The electronic patient gas system has reached its end of service life so no repairs will be done. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The error code received, error code 22, indicates that the flow was out of range causing the calibration error.

Event description:
The product surveillance technician (pst) reported that while using the device during laboratory evaluation, the unit had a calibration failure, and displayed a 'cannot calibrate o2 analyzer' message. There was no patient involvement.